Event description:
This event involved 2 blades and one dermatome. This report is for 2nd blade. There are a total of 3 submissions related to this event. It was reported an additional donor site has been created and the patient now has "additional seams." It was reported, the device took a poor, patchy graft. The brass ring on the first blade popped off completely. For the 2nd blade, the brass ring was flaking off. The reporter believes this could potentially leave particles in the patient. Additional issues that occurred for this event include; the unit had to be switched out to another manufacturers unit (4") to complete the graft. The patient now has additional "seams" and an additional donor site due to failed 6" unit. It was reported the device was in use for this event; however, no patient injury is alleged.

Manufacturer narrative:
Additional information received 15sep2015: the facility believes the dermatome was purchased approximately 6-7 months ago. I spoke with the clinical resource nurse, and to date, there have been no patient complications post-surgery. Additional information received 18sep15: 1 box of 10 blades were ordered by the customer. I was able to retrieve the lot# which is lot#305000313630(1). Additional information received 22sep2015: there was one blade, I believe, from a while ago that we had the same trouble with but it was discarded.

Manufacturer narrative:
Integra has completed their internal investigation on 11/12/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: a review of device history records focused on the inspection and release of the incoming blades from crescent manufacturing. Crescent manufacturing submitted a certificate of conformance stating that the dermatome blades had been manufactured to drawing revision k. Crescent also submitted the material certification for the stainless steel used to fabricate the blades and an inspection report for the final product. Integra inspected the blades for dimensional specifications and performed a 100% inspection for cosmetic defects. There were no material non-conformances or variances associated with the blades, which were released into inventory on july 1, 2014 as lot # 305000312503. A two year lookback in trackwise for this reported failure and or related to "took poor patchy graft, brass ring on the first blade popped off completely. 2nd blade, brass ring was flaking off, potentially could leave particles in the patient." For this product ID shows that 5 complaints were received including this case. Conclusion: the blade with the missing brass grommet was found to be dimensionally compliant to the specification for the bore interface size and location. The failure mode and likely root cause for the release of the brass grommet from the blade could not be identified. Therefore it wasn¿t possible to determine if the failure could be attributed to an undersized grommet, material defect or use error. It wasn¿t possible to determine if the non-conforming blade was the result of a material or processing issue at crescent manufacturing, attributed to use error or another failure mode. Crescent manufactured was unable to detect any non-conformances after re-inspecting retains from blade lot # 311067. Additionally, there were no failures during any inspections and no non-conformances pertaining to grommet security for blade lot # 311067. As a result the likely root cause could not be determined.